Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was operating in safety mode with the patient experiencing diaphragmatic stimulation. The diaphragmatic stimulation occurred due to high outputs being delivered with the crt-d being in safety mode. Technical services (ts) recommended device replacement and returning it to boston scientific for further analysis. This device was explanted and replaced but has not been returned. No additional adverse patient effects were reported. This crt-d is no longer in service.